Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported she was recently implanted and the incision was still tender from the implant. The physician was not notified and the incision eventually healed and was no longer tender. The patient was on program c and stimulation was not confirmed. While changing to program a, it was discovered that the stimulation was off on the implantable neurostimulator (ins). The ins was left on program a at 2.80 volts and she was feeling stimulation. The indication for therapy was non-malignant pain. Should additional information be received, a follow-up report will be sent out.